Event description:
It was reported to boston scientific corporation that an rx bilary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure,when attempting to deploy the stent in the common bile duct, the guide catheter broke and remained lodged within the stent. The push catheter was removed and a snare was used to remove the broken guide catheter and stent together from the patient. No other damage was noted to the device. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx bilary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure,when attempting to deploy the stent in the common bile duct, the guide catheter broke and remained lodged within the stent. The push catheter was removed and a snare was used to remove the broken guide catheter and stent together from the patient. No other damage was noted to the device. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation. Visual evaluation revealed no damage to the stent component or push catheter. The guide catheter was stretched, kinked, and was found detached from the pull wire. The working length of the guide catheter was intact. Markings were noted on the end of the guide catheter that attaches to the pull wire, indicating the guide catheter had been initially attached to the pull wire. The length of the guide catheter was measured and was found to be longer than specification due to the stretching. No damage was noted to the pull wire/cannula assembly. Based on the condition of the returned device, it is likely that excessive force was applied to the device due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or maneuvering of the device), causing the noted damages. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling was performed and no anomalies were found.